Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor relay. The motor passed motor test. The insulin pump was received with minor scratched liquid crystal display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer tried to bolus and is now stuck and can't go anywhere else. Customer's blood glucose level was 189 mg/dl. Customer had the alarm possibly during a basal. Customer dropped the pump a couple of days ago in the bathroom. Customer was advised to disconnect from the pump. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to remove the pump battery to prevent continued alarms. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.